Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8840, serial#: (B)(4), product type: programmer, physician.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 2,000 mcg/ml gablofen at a dose of 360 mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that a programming error related to a bridge bolus occurred on (B)(6) 2017. The hcp erroneously bypassed the bridge bolus. The hcp misunderstood the warning messages on the clinician programmer screen and believed they directed him not to program a bridge bolus after changing drug concentrations. The hcp was to contact the patient to ensure that she was doing okay but the hcp thought the patient would be "unlikely" that the patient would have any withdrawal. No symptoms were reported. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.